Event description:
Description of event: because the needles bend as soon as the first mallet is struck (especially the outer sheath). Brand ilumark ref mp6001 medtronic disposable passive array - pedicle access kit compatible. Use of single-use equipment high cost for the hospital. Loss of time for the care team. Loss of chance for the patient, who has to be put to sleep for longer. Ecological problem. Consequence : use of another kit. Reference report: mw5146484. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).